Event description:
Reporter stated that pt rec'd the following blood glucose results, within 10 minutes, while using the accu-chek compact plus system: 243 mg/dl and 104 mg/dl, 315 mg/dl and 127 mg/dl, 127 mg/dl and 246 mg/dl. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
The customer complained of experiencing high blood glucose levels. The reported blood glucose reading was 226 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime test passed. However, the high pressure test failed. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.